Manufacturer narrative:
Correction is for the correct number 2017865-2023-35950 not the MDR-2023-31827 used previously.

Manufacturer narrative:
Correction: this report is to retract MDR-2023-31827 submitted on jul 17, 2023. This lead had no complaint.

Manufacturer narrative:
This report is to retract 2017865-2023-35950 submitted on jul 16, 2023. Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related manufacturer reference number: 2017865-2023-35949. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed oversensing on the implantable cardioverter defibrillator (ICD) oversensing leading to pacing inhibition was also noted on the right ventricle (rv)lead. The physician elected to explant and replace the rv lead nothing was done to ICD. The patient was in stable condition.